Event description:
It was reported that since implant, impedance readings have been >4000 ohms. It was also noted that the cap site was accessed previously. There is some "oozing" noted from the cap site now. The patient was receiving therapeutic effects from the device. No outcome was reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results: burrhole cap.